Manufacturer narrative:
The device was evaluated, and the reported issue was not confirmed. No noise was found on the unit. There was no abnormality when connecting and operating according to the instruction manual. No abnormality was found when the appearance was checked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on behalf of the customer, during preparation for use for a therapeutic procedure, the visera elite ii video system center presented image noise when connected to the high-definition 3cmos autoclavable camera head. The image could not be seen. The camera head was reconnected, and the image was restored. The intended procedure was completed with the same devices. This issue had occurred before with the visera elite ii video system center and a endoeye hd ii rigid videoscope. A communication error had occurred on the visera elite ii video system center, however, the issue was with the endoeye hd ii rigid videoscope. No patient harm reported. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the reporter and the legal manufacturer¿s investigation. See updated sections b5, h4, h6, and h10. The legal manufacturer performed an investigation. The device history records (DHR) for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The event was not a case of reoccurrence. (B)(6) was a similar complaint. Since the reported phenomenon was not duplicated, the cause of the issue could not be determined. Foreign material and the residue of medicine were found inside the video connector socket. The reported phenomenon might have occurred because the video connector of the scope was connected to otv-s300 with a foreign material and when not completely dry, caused a communication failure. The subject device was connected to an olympus camera head, and the following was carried out. However, the reported phenomenon did not occur. · turned on/off the power repeatedly. · the device was run continuously for long hours. As a result of checking the inside of the video connector socket on the otv-s300, foreign material and residue of medicine were confirmed.

Event description:
Additional information was received from the reporter. The scope had been inspected prior to use with no visible abnormalities. There was no significant delay in the video-assisted thoracoscopic surgery (vats) that could have led to a health hazard for the patient.